Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having a problem with his controller for about the last 3 days. The patient clarified that he cannot bypass the trying to recharge (passive recharge mode) screen. The patient stated he tried resetting the controller and the issue did not resolve. The patient stated that he allowed the passive recharge mode to attempt to charge/connect for over 2 hours, but it never bypassed that screen. The patient was directed to follow up with their hcp to reset the stimulation. Additional information was received from the rep. It was reported that the patient has been having difficulty charging. It was reported the ins pocket site looked fine, not tilted, flat, not too deep or loose in pocket. The rep reported she could feel the outline of the ins. A "no device found"/ screen 16 was seen. Assessed rep in passive charge, antenna locator shows left:83, middle: 88, and right: 88. Reviewed passive charge. The rep called back and reported they were currently at 40% charge level and were connecting fine with the ins while charging. Issue resolved. Additional information was received from the patient. It was reported that the patient was trying to find a rep in their area. The scs hasn't worked for 2 months.